Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation and testing of the device outside the patient, it was discovered that the needle could not be fully retracted back into the sheath. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device did not identify any failures. The length of the extended wire (needle) was measured and found to be within specifications. Functional evaluation found that the needle fully extended and retracted in both straight and simulated configurations. The needle fully extended and retracted during device evaluation. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation and testing of the device outside the patient, it was discovered that the needle could not be fully retracted back into the sheath. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: needle failed to fully retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.